Manufacturer narrative:
(B)(4). Describe event or problem - additional, describe event or problem - correction "dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function...the complaint confirmation of the receiver ceasing to function could not be determined." Device availability- additional, if follow-up, what type?: additional information/device evaluation/correction, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was unexpected receiver shutdown...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log download and functional testing were unable to be performed due to receiver not turning on. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.